Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device return availability and physician name was not provided. Good faith effort attempt has been made to retrieve the missing information. Once investigation is complete or additional information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hemolysis and central nervous system necrosis post procedure. The farapoint was selected for use during the pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) on (B)(6) 2026. On (B)(6) 2026, the head mr showed that there were a few acute lacunar infarcts in the left frontal cortex, a few lacunar infarcts in the bilateral semi-oval center, and the aged brain. Pituitary small cystic lesions. The patient also had tea like urine. The hemolysis was resolved on (B)(6) 2026. But the event for nervous system necrosis is ongoing. It is unknown if device is available for return.